Event description:
It was reported that during an unknown procedure, the handpiece displayed an error code. The customer had no details, but there was no pt consequence.

Manufacturer narrative:
Analysis: the hand piece was returned in good physical condition. The hand piece was tested and found to function properly. The hand piece was fully functional and conforming to design specifications. No error code was noted.